Event description:
The pt was reported to have bleeding believed to be due to over heparinization. The catheter was removed and the md measured the lumen volume using a syringe and found it to be 0.04cc different from the priming volume information on the lumen.